Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The march 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation that a pt underwent what was thought to be a successful therapeutic hydrothermal ablation procedure in 2007. The following day, the pt was admitted to the hospital for treatment of a burn. The pt suffered a burn from her labia to her coccyx area, characteristics of the burn are unknown. Pt was treated with silvadene cream and discharged three days later. No further information forthcoming.